Manufacturer narrative:
There is no evidence of any system or component failure of malfunction. All original components remain implanted and in use. Migration of components is a known inherent risk of implantable neuromodulation devices however this case appears to be directly related to the quality of tissue at the implant site.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2024 the patient was seen for a follow-up visit and reported some problems connecting the implantable pulse generator (ipg) and the external therapy discs. Fluoroscopic imaging found that the communication issues were caused by the ipg having migrated within the pocket so that it was no longer parallel to the skin surface. The physician noted that the amount of adipose tissue present in the patient's lower extremities potentially led to instability and allowed the ipg to migrate. On (B)(6) 2024 a surgical revision was performed to move the existing ipg to a more location with less unstable tissue and placed the device more parallel to the skin surface.